Event description:
On (B)(6) 2020, the lay-user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer service agent (csa) documentation. The patient reported that the alleged meter inaccuracy occurred on (B)(6) 2020 at 2:25 am when he obtained an alleged inaccurate high result of ¿96 mg/dl¿ with the subject meter. The patient manages his diabetes with lantus insulin on a self-adjusting dose. The patient denied making any changes to his usual diabetes management regimen as a result of the alleged issue. The patient claimed that a few minutes after the alleged issue occurred, he started to ¿feel like passing out and was sweating.¿ in response to the symptoms, the patient claimed he self-treated with a glucose tablet and a boost nutritional drink. The patient denied using any other device to test his blood glucose. At the time of troubleshooting, the csa confirmed the unit of measure was set correctly on the subject meter. The csa noted the patient did not have control solution available to perform a quality control test. The csa noted the patient was testing with test strips that had expired. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged inaccuracy issue began. The subject meter could not be ruled out as a cause or contributor to the event.